Event description:
Oxygen transfer rate dropped during the cardiopulmonary bypass procedure. Pao2 values declined into the 40 mmhg range necessitating the change out of oxygenator. The pt could not be weaned from bypass and subsequently died.